Event description:
It was reported during an a/v access case in the subclavian, the stent only deployed 1/2cm. When the doctor pulled back, the handle broke. The delivery system was removed and another manufacturer's stent was implanted successfully. There was no pt injury reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. This application represents an off-label use. The fluency tracheo bronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety adn effectiveness of this device for use in the vascular system has not been established. The sample has been returned, but the investigation has not been completed to date.